Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
Four add'l devices of the catalog # t72-5-1110a were also reported with the following lot #: ppmyc08, ppmyn04; ppxc27 and ppwn27. Device manufacture date for lot#: ppmyc08: 02/16/2004. Device manufacture date for lot#: ppmyn04: 01/04/2005. Device manufacture date for lot#: ppxc27: 04/09/2003. Device manufacture date for lot#: ppwn27: 04/16/2003. A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4).